Manufacturer narrative:
Glide rod.

Event description:
It was reported by service report that the head left siderail was stuck in the down position and would not raise. No pt involvement or adverse consequences are reported.